Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08730 inches. No displacement anomalies or unexpected battery alarms were noted. The drive support was inspected and no anomaly was noted. The motor was tested outside the device and passed. Device received with cracked case at the reservoir tube lip, reservoir tube window, reservoir tube window corners and battery tube threads. Device received with minor scratched display window and case. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose for the past two days. Blood glucose ranged from 288 mg/dl to 400 mg/dl. The customer treated their high blood glucose with the insulin pump and manual injection. The customer's current blood glucose was 280 mg/dl. It was also reported the customer experienced low blood glucose requiring the paramedics to be called on (B)(6) 2018. Blood glucose reading was 70 mg/dl at the time of event. Troubleshooting found the drive support cap was flushed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.